Event description:
Reporter indicated that a vns pt died in his sleep. Follow up with the treating physician's office revealed that the cause of death is unk and it is unk if the death was related to vns therapy, but it is believed that the pt had a seizure while sleeping and suffocated as a result.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2008 and the patient's cause of death was: childhood autism; other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.